Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise was able to reproduced in clinic with isometrics. The lead was capped and replaced. No patient symptoms were reported.